Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the trocar circular seal. It was reported that there was difficulty removing the device from inside the port. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right colectomy, the device was difficult to articulate. The joint from the reload broke off. The adapter also could not be removed from the trocar. There was no patient injury.